Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the infusion set tubing and that that the cartridge was leaking from the o-ring. In addition, it was reported that resistance was experienced during the fill process and that a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. Reportedly, the customer changed the infusion set and loaded a new cartridge and resistance was experienced during the fill process once again. Subsequently, the cartridge leaked from the o-ring and when the cartridge was loaded, a minimum fill notification occurred after the user filled the cartridge with 190 units of insulin during the load sequence. Customer was able to successfully load a new cartridge to resolve the issues. The customer's blood glucose level ranged from 207-354 mg/dl..